Manufacturer narrative:
The event date and death date were not reported therefore the aware date was used as an estimate.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown date post procedure, the patient died.